Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates, barrel damaged, plunger cap damaged and plunger rod damaged on lot # 8330942. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8330942. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200792540] noted for damaged tips. There was one (1) notification [200792798] noted that did not pertain to the complaint. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 0.5 ml 8 mm 90 bx 450 mo experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328290, batch no. 8330942. Verbatim: found 1 syringe when removed needle shield the whole top part comes off (needle assembly). Also found 4 syringe from this box different bag plastic barrel is warped needle assembly stayed in the shields. Base of syringe the plunger cap is defective with the plunger defective. Unknown occd date.